Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that after a knee replacement surgery they were unable to turn their device back on. The patient was eventually able to get their implantable neurostimulator (ins) back on and could feel stimulation. The patient had gone to see their healthcare provider. The patient was implanted for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.